Manufacturer narrative:
. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal slipped out completely when it was pulled back, despite clicking twice, so the anchor must have been released. The type of procedure performed was an impella. Hemostasis was achieved by femostop and impressions. A 14fr procedural sheath was used. There were no difficulties with the arterial access, sheath, guidewire or catheter insertion. An ultrasonic angiogram performed prior to deployment. When I pulled it out, everything came out. The estimated blood loss was less than 250cc. The patient was stable. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for improper device use. The likely cause was determined to have been a pullout due to use of the device after a 14fr procedural sheath had been used. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).